Event description:
It was reported that the patient had inappropriate shocks due to oversensing via reduced intrinsic amplitudes. The sensing vector at the time of the shock was the secondary vector. Technical services advised to bring the patient in for testing to see if another sensing vector would be better. This is considered a serious injury due to the inappropriate shocks. There were no additional adverse patient effects. The system remains implanted.